Event description:
Unable to obtain IV access in pt with severe blood loss due to what proved to be mortal traumatic injuries. Unable to remove needle from bone after firing device. Had to resort to surgical "cut-down" to establish IV access to administer resuscitative fluids.